Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) impedance. The svc coil and the associated alarm were programmed off. The remainder of the lead is still in use. No patient complications have been reported as a result of this event.